Event description:
On (B)(6) 2012, it was reported that the pt's blood glucose level had been elevated higher than 300 mg/dl and her infusion device had not displayed any alarms or errors. She stated that she had the flu, but the elevated blood glucose levels occurred before she was sick. She stated that she has found air bubbles in the infusion tubing, but the elevated blood glucose levels have occurred even when there are no air bubbles present. The pt switched to her backup infusion device and is using the same accessories that were on her primary device and her blood glucose levels returned to normal. She thinks the primary device did not deliver an accurate amount of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.